Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 520 mg/dl at the time of the incident. The insulin delivery not suspended due to sensor glucose versus blood glucose difference. It was unknown whether the customer was using the auto mode feature. Customer declined troubleshooting. The device will not be returned for analysis.